Manufacturer narrative:
The haptic was returned for analysis; the remainder of the device remains implanted. The haptic was bent and broken-gusset area. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that decentration of the intraocular lens (iol) was noted approximately two months following implant surgery. Then approximately one year later, a broken haptic was noted to be in the iris and a secondary surgical procedure was performed to remove the haptic. In a follow-up, the surgeon reported that the patient has a history of down's syndrome and has a habit of rubbing his eyes often; therefore, the surgeon considered this to be the cause of the event.